Event description:
It was reported that the event involved a (B)(6) year old male pt while in the mot (major operating theatre) during use. On (B)(6) 2013, the doctor used an ultraflex intra-aortic balloon (iab) with a sheathless approach on the pt. The doctor used the 18 gauge needle then nicked the pt on the right femoral. After that, the doctor used our pre-dilator on this pt. Once dilated, the doctor withdrew the pre- dilator. Next the doctor attempted to dilate again using some pre- dilator, but the doctor felt some resistance and accidentally pricked a vessel and the pt started to bleed. The doctor withdrew the pre- dilator and found that the pre-dilator tip was damaged. As a result, compression was needed on the site to stop the bleeding. There was no problem noted with the iab. There was no report of pt death. There was a delay or interruption in therapy which caused harm to the pt. The pt outcome is pt was on intra-aortic balloon pump (iabp) therapy for 3 days. The pump was removed because pt did not require it anymore. The pt was transferred to the ward. Additional info received on (B)(6) 2013, clarified that they were able to stop the bleeding when they performed compression at the insertion site. Pt was bleeding, but was arrested. The insertion site was the same as the iab; he used the same pre-dilator for 2 times on the same insertion site.

Manufacturer narrative:
(B)(4).